Manufacturer narrative:
Concomitant medical products: product ID: 7001, product type: competitor lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy for an episode of atrial fibrillation (af) with rapid ventricular response that was detected by the device as ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.